Event description:
It was reported that the ilet screen was cracked and shattered, rendering the touchscreen inoperable and preventing navigation; the patient switched to backup therapy via multiple daily injections while a replacement was arranged. Symptoms included elevated blood glucose while on backup therapy. Outcomes included temporary interruption of normal pump use and device replacement. Investigation included collection of device information, confirmation of shipping and return logistics, and request for product images and inspection of the returned device. Investigation of this device revealed physical damage to the display/touchscreen assembly consistent with external impact, resulting in loss of user interface function without reported impact on automated dosing prior to discontinuation. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.